Event description:
It was reported that interrogation of the device showed an invalid data message on the programmer. It was also reported that the patient is undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event. It was also reported that the battery voltage will not display on the remote monitoring transmission and the device had a memory location corruption issue.

Event description:
It was reported that interrogation of the device showed an invalid data message on the programmer. It was also reported that the patient is undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a diagnostics problem, showing 8 - parity error counts between (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a diagnostics problem, showing 8 - parity error counts between (B)(4) 2011 and (B)(4) 2011.